Event description:
Procedure: lap sigmoid. According to the reporter: after firing the instrument, the clips were partly not closed correctly. There was a fluid leakage, and there was tissue loss. They performed a laparotomy and resected additional tissue. There was about a 1 hour delay in case.